Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had a remaining longevity of one year at the device check in (B)(6) 2020. At the current follow-up in (B)(6) 2020, the device was found to be at elective replacement indicator (eri). The device was then explanted and replaced. No additional adverse patient effects were reported. The explanted device was expected to be returned for laboratory analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had a remaining longevity of one year at the device check in (B)(6) 2020. At the current follow-up in (B)(6)2020, the device was found to be at elective replacement indicator (eri). The device was then explanted and replaced. No additional adverse patient effects were reported. The explanted device was expected to be returned for laboratory analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The returned crt-d was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.